Event description:
Nurse employed by an attorney reports pt was admitted to the hosp for a non-device related issue one week before pump alarm date. The hosp did not arrange for a pump refill. Pt was discharged back to the nursing home but then presented to the emergency room in 2002 with withdrawal symptoms. The pt was reported as having full recovery. While investigating this event, it was learned from the attorney that the pt has since died. The death was reported as not device related.